Event description:
As initially reported, the healthcare professional the consumer experienced red eye, white spots on black eye and irritation after wearing a new lens. The consumer visited a doctor and was diagnosed with corneal ulcer. The consumer was prescribed with levofloxacin and cefmenoxime hydrochloride eye-drops with a frequency of once every hour, erythroycin lactobionate ophthalmic ointment. The doctor instructed the consumer to come again in three to four days also instructed to stop wearing contact lens for two to three weeks. The current status of consumer¿s eyes was not resolved at the time of this report. Additional information has been requested but not yet received. Additional information received from consumer stating that the consumer revisited the doctor. The consumer was told that the ulcer is about to be healed fifty percent and asked to continue use of the previously prescribed medication, instructed to return for a follow-up visit.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
B5. New information has ben received and additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, stating that consumer reported a follow-up visit to the doctor, who confirmed that a few white spots remain in the affected eye. However, the condition has not worsened. The consumer was advised to continue using levofloxacin five to six times a day until the current bottle is finished and was instructed that no further visits are necessary. Additional information received stating that the current status of consumer's eye was resolved at the time of this report.

Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).